Event description:
The part of the stryker performance series sagittal blade- the blade mount that connects to the system 8 handpiece broke into 2 pieces while in use. The broken pieces were found and c-arm used. Or [operating room] shift manager and operating room rn [registered nurse] manager came into the room and made aware of the matter.